Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-jul-2019 the following findings: during investigation, there were frequent low battery warnings and replace battery alarms observed in alarm history. The pump electrical current draws were tested and were within specifications. Additionally, the display is dim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.